Event description:
It was reported that the deep brain stimulation (dbs) patient's lead extension protruded through the skin at the implantable pulse generator (ipg) site. The physician did not want to risk an infection therefore; the patient underwent an explant procedure to remove the dbs system. The explanted devices will not be returned as the local representative was not present for the procedure to retrieve them.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in december 2021 additional suspect medical device component involved in the event: product family: dbs-ipg-pc upn: m365db14080, model: db-1408, serial: (B)(6), batch: 203511, UDI: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patients lead extension protruded through the skin at the implantable pulse generator (ipg) site. The physician did not want to risk an infection; therefore, the patient underwent an explant procedure to remove the dbs system. The explanted devices will not be returned as the local representative was not present for the procedure to retrieve them.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2021 additional suspect medical device component involved in the event: product family: dbs-ipg-pc upn: m365db14080 model: db-1408 serial: (B)(6) batch: 203511 UDI: (B)(4).